Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. The 3.5x12mm xience xpedition stent delivery system (sds) balloon failed to inflate, and the stent failed to deploy. The sds was removed without issue. Upon removal of the sds, it was noticed that the proximal end of the stent was flared. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The procedure completed with new xience xpedition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to deploy and inflation issues were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issues and difficulty to deploy as no issues were noted during return device analysis and the balloon inflated without issue. The reported material deformation appears to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during removal causing the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.